Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not communicating. A technical support specialist (tss) observed that all reports failed and checked the printer, it prints the test page successfully. Tss found that the etl (extract transform load) was not current and tried the test run error shown as "unexpected error occurred". Unable to open ssms (sql server management studio), restarted the sql server management and sql agent, then able to open ssms. Checked etl it was stalled and restarted it then etl ran well and tried the test report, it prints successfully. Informed customer that issue has been fixed. The system functioned as intended after the technical support specialist troubleshot the device.